Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure on (B)(6) 2017 that utilized a paragon 28 phantom intramedullary nail. The lapidus nail was reported to have been used in conjunction with an allograft. At 4 months post-operative xray images, the nail was still intact however the nail was later reported to have broken post-operatively. The nail is not expected to be returned and a revision surgery was not reported.